Manufacturer narrative:
The company rep observed that the pressure hose and connector are cracked. The company rep replaced the following components: back pressure regulator (part number 0103-00-0511), compressor (pressure) hose (part number 0004-00-0068), pneumatic coupler (part number 0103-00-0373) and screw label concealment (part number 0334-00-1666). The company rep performed preventive maintenance and replaced safety disk (part number 0997-00-0985-01) and 5000 hour pm kit (0040-00-0147). The company rep performed calibration, functional tests and safety checks. The unit met factory specs and was returned to the customer. (B)(4).

Event description:
During a preventive maintenance, the company rep observed that the regulator test results and pressure performance test results generated low out of spec results. The regulator test specs are 375mmhg to 413mmhg; the result was approx 250mmhg. The average pressure performance test specs are 300mmhg to 413mmhg; the result was 75mmhg. No pt was involved. During the same preventive maintenance, the company rep observed that there was a system failure alarm during autofill. Refer to MDR 2249723-2014-01141 (B)(4).